Manufacturer narrative:
The investigation noted that test strip lot number 75620718 has a manufacturing date of feb-2024, with a code key of s_146; test strip lot number 73986215 has a manufacturing date of nov-2023, with a code key of s_138; and test strip lot number 678099 has a manufacturing date of jan-2023, with a code key of s_117 and an expiration date of jul-2024. The investigation determined that a package mix-up is extremely unlikely, as the manufacturing dates of the two lots are more than two months apart. The investigation did not identify a product problem.

Manufacturer narrative:
The device was requested for investigation. The test strip retention samples passed the internal inspection and complies with specifications. The investigation is ongoing.

Event description:
We received an allegation that the coaguchek xs pt test 1x24 strips box and bottle expiration dates, and the test strip box and the code on the test strip do not match. The reporter stated that the box's expiration date is 31-jul-2025, and the bottle's is 30-apr-2025; the test strip code on the box is 138, and the code on the test strip is 117. The reporter did not use the test strips.